Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of this incident, it was found that the refrigerator had failed. The field service engineer (fse) guided the customer through rebooting and recovering the helmer refrigerator. The customer confirmed that the unit was operating properly after the recovery. The system functioned as intended after the field service engineer assisted the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, fridge failed. They were unable to open the fridge and needed to drive to other campus to get the same medicines. User recovered and rebooted but issue persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.